Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that interrogation of a pacemaker indicated 11,856 atrial high rate episodes and 14,000 mode switches in the last 16 months. Clinician noted that during in-clinic atrial sense testing, undersensing was present and would like to have options to present to physician. The system remains in use. There were no patient complications reported as a result of this event.